Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient's parent reported that the pediatric patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the arm. The patient went to bed and the cgm reading was low at 11 pm. On (B)(6) 2024, the patient woke up at 8 am and the cgm reading was still low. As the parent didn´t had any bg meter they decided to take the patient to the hospital. There were no symptoms reported. There they took a bg reading which was 396 mg/dl and treated the patient with IV medication and 3 units of insulin. After 8 hours the patient was discharged. At the time of the report the patent was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.